Event description:
It is reported that on march 16th, the surgeon tried to insert the articular surface into the tibial component. He was unable to insert the articular surface and decided to remove both components. Surgery was delayed 50 minutes.

Manufacturer narrative:
This report will be amended when our investigation is completed.